Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy the suture was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The third perclose proglide device, was filed under a separate medwatch manufacturer report reference number.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: reportedly, a third proglide device was used and reportedly, when the device was removed, the sutures pulled out of the artery. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the mildly calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi). The arteriotomy was a 14fr sheath. Reportedly, when the device was removed, the sutures pulled out of the artery. A second proglide was used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.